Manufacturer narrative:
The manufacturer did not receive the devices for investigation or other source documents for review. Three x-rays were received. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Note: the first distal tip fracture is reported in (B)(4). Zimmer reference number of this file is (B)(4) .

Event description:
It was reported that the surgeon used the avenir rasp hip inst and had trouble with the distal tip of the current broaches. It is stated that the teeth above the polish are cut into the broach, so the polished tip is actually bigger than the broach teeth. This makes it very difficult to get a stem of appropriate size proximal and tends to lead to potting of the stem distally. Stem subsided at 6 weeks with anterior cortical fracture extending from trochanter to 4cm distal to tip of stem. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
No product was returned to zimmer biomet for in-depth analysis. The DHR check could not be performed as the lot number was not available. Trend analysis: n/a as no reference number was available event summary: it is reported that the surgeon is having trouble with the distal tip of the current broaches. He is okay with it being blunt or polished, but the teeth above the polished area cut into the broach, so the polished tip is actually bigger than the broach teeth. This makes it very difficult to get a stem of appropriate size proximal and tends to lead to potting of the stem distally. As a result of that it was additionally reported that (B)(6) female patient underwent primary thr and 6 weeks after she had her stem subsided with anterior cortical fracture extending from trochanter to 4cm distal to tip of stem. Then she was revised and cerclaged. Review of received data - ap pelvis and lateral view x-rays dated (B)(6) 2016: the components' position look fine. No abnormalities observed. Root cause analysis root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review - instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> as no lot numbers were provided for the devices, the device history records could not be reviewed. However, at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. - instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> as no lot numbers were provided for the devices, the device history records could not be reviewed. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, correct handling of the device is not under control of zimmer biomet. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, correct handling of the device is not under control of zimmer biomet. - inadequate usability of instrument due to inadequate design for intended handling performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. - failure of surgery due to wrong selection of components or use in combination with device => possible, correct handling of the device is not under control of zimmer biomet. Conclusion summary ref and lot numbers of the devices are not available. The devices were not returned for the investigation. Surgical reports were not available. The received x-rays most probably are taken right after the implantation. No bone is observed to be broken in the x-rays. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).